Event description:
During an elective replacement of the old pump, a nick in the catheter was found. The catheter was repaired. The physician suspected the cut was made by a reservoir filling needle at some point. The pt had no symptoms related to the event. The pt outcome was reported as "no injury". The device system was used to deliver lioresal.

Manufacturer narrative:
Catheter.